Event description:
Two months post thv deployment, due to lvot obstruction, a sapien xt valve was explanted and a new sapien xt was deployed. Initially a 26mm sapien xt valve was implanted in the native mitral valve. The cardiology team felt that the first xt valve was functioning appropriately and had not migrated. The initial placement was 40:60 atrial/ventricular per the team (and this is what they were aiming for). Post deployment there was minimal paravalvular leak (pvl) and the patient tolerated the procedure very well. Two months later, the patient presented to the follow up visit with left ventricular outflow tract (lvot) obstruction from the original valve placement, and it was thought to shave some of the septum away. The valve was explanted and a 29mm xt valve was deployed with good results. Per the surgeon, the post deployment position may have contributed to the lvot obstruction. Since the stent frame was covered with the mitral anterior leaflet, it was a combination of the xt valve deep position on the lvot and the curtain effect of the mitral leaflet on the stent frame. He explained that because the xt valve has a bare stent frame, if there was not any mitral anterior leaflet the blood would be able to pass through the stent free without and flow limitation. When he replaced the 26mm xt valve with the 29mm xt, he ventricularized it even more to have a seal of the fabric on the mitral annulus, which resulted in almost no paravalvular leak, but more stent in lvot. However, since the anterior leaflet was cut out, there was no outflow gradient. On echo, the 29mm xt valve would look to be deep in the lvot as if obstructing it, but that was the only bare stent part of the valve, therefore there were no issues with the flow. The patient expired 5 days after the open chest surgery. The cause of death was thought to be pulmonary embolism, as there was a lot of clot seen in the right atrium on echo.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
At this time, the sapien xt transcatheter heart valve (thv) is not indicated for use inside the native mitral valve, and there is no guidance in the labeling and thv training manual on usage of a sapien xt valve in this scenario. However, the same considerations used for the standard tavr procedure can be applied to this case. There are multiple patient and procedural factors that alone or in combination can cause or contribute to ventricular malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, minimally calcified aortic leaflets, and loss of pacing capture. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien xt thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. A technical summary was created to document the results of testing performed by edwards to study low sapien xt thv deployment in the native aortic valve with resulting aortic regurgitation. This clinical event was investigated by examining clinical imaging video which led to an identification of native leaflet overhang over the thv implant. This condition was simulated on the bench to examine the variables that would prevent one or more leaflets from closing during diastole. Based on the analysis of the video and subsequent in vitro testing, it is evident that low placement can lead to native leaflet overhang. However, the overhanging leaflet must be fairly mobile (not heavily calcified) and the position of the overhang relative to the leaflet and commissures may also be important in causing regurgitation. This may explain why low placement can occur without regurgitation. In this case, it was reported by the surgeon that the combination of the xt valve deep position on the lvot and the curtain effect of the mitral leaflet on the stent frame may have contributed to the lvot obstruction. There was no allegation or indication of a device malfunction. The valve was explanted and a new valve was deployed. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device; therefore no further actions are required. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.